Event description:
It was reported that a burr detachment occurred. The stenosed target lesion was located in the calcified coronary artery. A 1.50mm rotapro was selected for use. During preparation, upon draw testing, it was noted that the burr got detached from the shaft. The procedure was completed with a different device. No patient complications were reported.